Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure, a transient ischemic attack occurred. Left-hand numbness, noticed dysarthria when speaking after calling emergency medical services, and a black spot in the center of the left visual field that persisted for some time were reported. The event required hospitalization and a brain magnetic resonance imaging which showed no acute intracranial abnormality, with mild atrophy and minimal chronic small vessel changes. Concomitant medication was administered due to the event. No further patient complications have been reported as a result of this event.